Event description:
Patient felt one implant had ruptured and was confirmed on mammogram.what was the original intended procedure?breast implant.device #1is this a laboratory device or laboratory test?no.